Event description:
It was reported that the user, operating the ilet bionic pancreas in bg-only run mode due to lack of an available freestyle libre 3+ sensor; the user also asked how to transition to a new freestyle libre 3+ sensor and was instructed to remove the current sensor, apply the new sensor, and scan it with the ilet mobile app since the prior sensor had been scanned with the abbott app. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health status, no medical intervention, and no hospitalization. User support included education and troubleshooting. Investigation of this case revealed normal pump function with expected alert behavior and a cgm pairing configuration issue due to the prior use of the abbott app rather than the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup and use sequence.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.